Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose values was 47 mg/dl. The customer was declined to troubleshoot for low blood glucose level and low battery. The customer was treated with coke for low blood glucose level. The customer also reported that the insulin pump was died and low had battery issues. The insulin pump will not be returned for analysis.